Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. Surgical intervention took place wherein the ipg was explanted and replaced.